Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient had a poor experience with the surgery. Has never had to wear glasses to see to read, only wore glasses for distance needs. Woke up from surgery and was very upset that she could no longer see to read or put on makeup. She states she has daily migraines. She was on steroid drops and refresh drops several times a day. She has an appointment to see her surgeon tomorrow and will discuss options with him. There are two medical device reports associated with this patient. This report is associated with the left eye.